Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an 8/6mm amplatzer duct occluder (ado) was selected for patent ductus arteriosus(pda) closure. The ado was advanced within the delivery sheath from the vein side. The ado disk was deployed in the aorta and implant was attempted. However, the ado was not deployed in an intended shape. Attempts for implant were made by withdrawing the ado into the delivery sheath and re-deploying a few times, but the ado was unstable in the patient's defect and the delivery cable could not be detached. Also, the ado became difficult to withdraw into the delivery sheath due to increasing resistance in the sheath. The ado was replaced with a 10/8mm ado, then the replacement ado remained stable in the implanting position and the pda shunt flow was eliminated. The procedure was completed with no adverse consequence to the patient. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of an amplatzer duct occluder deploying deformed and the delivery cable not detaching could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.